Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks. The lead exhibited high thresholds, decreased r-waves, out of range impedance values and noise. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
External insulation abrasion was noted at 51.8-52.0cm from the lead tip, consistent with lead friction to the ICD can. The etfe coating was abraded, and the conductor was melted and fractured at this location. This is consistent with the observation from the field of noise.